Manufacturer narrative:
H6: imdrf device code a0406 captures the reportable event of stent kinked, inside the patient. The reported event of stent kinked will not be confirmed and will be documented as no problem detected. This conclusion was selected because after visual and microscope inspection in the complaint device, it was not possible to identify any evidence of the alleged issue on the device since no important kinks were observed on the stent. However, the stent was found with the positioner bent and bladder coil detached or separated. Regarding to the analysis performed to the returned device, it is possible to conclude that these issues could be caused by operational factors. According to the task analysis of the product, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent can get detached or separated and could lead to bend the positioner during the preparation affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse events occurred during the procedure and the device had no influence on the events.

Event description:
It was reported that during the ureteroscopic lithotripsy procedure, the polaris ultra ureteral stent was found with creases, inside the patient. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Event description:
It was reported that during the ureteroscopic lithotripsy procedure, the polaris ultra ureteral stent was found with creases, inside the patient. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent kinked, inside the patient.